Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus requiring intervention. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc) was noted to have a small thrombus on the tip in the left atrium. It was observed after the dilator and wire were removed. The sgc was pulled into the right atrium and aspirated from the port on the sgc. The clot appeared to go into the sgc. The thrombus was not seen again after aspiration. The sgc was removed from the patient, flushed and re-prepped. Procedure was completed successfully reducing mr to grade 1+. There were no adverse patient effects or significant delay in the case. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis/thrombus (mitral/tricuspid valve: medical treatment) could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.